Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the hub separated from the syringe 0.3ml 30ga 8mm 7bag 420cas jp before use when removing the shield. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "when a customer tried to use, needle hub remained in shield."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the syringe 0.3ml 30ga 8mm 7bag 420cas jp before use when removing the shield. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when a customer tried to use, needle hub remained in shield."